Event description:
It was reported that during implant, the leadless pacemaker (lp) exhibited high capture threshold upon fixation. It was noted that the lp fixation was slightly loose. It was elected to complete the procedure using an alternate lp on (B)(6) 2025. The patient was stable.

Event description:
It was reported that during implant, the leadless pacemaker (lp) exhibited high capture threshold upon fixation. It was noted that the lp fixation was slightly loose. Another procedure was required to retrieve the lp and implant an alternate lp. The patient was stable.